Event description:
It as reported the patient experienced leg weakness in the right leg following a lead revision on 16nov. The patient is currently in a rehab facility for the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the leg weakness has resolved.